Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-058561. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent removal of floating debris in bladder, urethral dilatation, and cystoscopy on 2/27/2012 by dr. Gary berger due to urethral stenosis with foreign body in the bladder.

Event description:
It was reported that patient underwent removal of floating debris in bladder, urethral dilatation, and cystoscopy on (B)(6) 2012 by dr. (B)(6) due to urethral stenosis with foreign body in the bladder.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced infections, frequency and urgency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infections.

Event description:
Details: it was reported that following insertion the patient experienced urinary tract infections.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat vaginal prolapse, post hysterectomy, cystocele, weakened pubocervical fascia and stress urinary incontinence and a mesh was implanted.